Event description:
Procedure type: pneumonectomy. According to the reporter: when doctor stapled the bronchus the handle stayed in the fire position at the back of the instrument. He cut the bronchus and removed staples. No staples were in the stapler or in the staple line. Age of patient: (B)(6). Weight of patient: (B)(6) kg. Immediate clinical complications: air leak in lung as well as blood loss of 100 ml. Add'l staples as well as extra sutures opened to finish procedure. Doctor mentioned that no staples were deployed. Unfortunately he only found that out when he removed the stapler and already cut the bronchus.

Manufacturer narrative:
(B)(4).